Event description:
The complaints team was forwarded a publication regarding a patient with an impella 5.5 with hematoma that needed an evacuation. No other impella related complications were observed.

Manufacturer narrative:
. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. G.2 selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-16075 and was added.